Event description:
Additional information was obtained from the implant record which reports the right atrial (ra) lead was not capped but is still in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a led warning occurred on (B)(6) 2014 for low atrial pacing lead impedance of less than 200 ohms.

Event description:
It was reported that the patient's right atrial (ra) lead caused an atrial lead warning for low lead impedance. Due to the low lead impedance the ra thresholds increased, thus the patient was programmed to high output in the ra. The lead was capped and replaced. The patient's right ventricular (rv) lead impedance was in range but current trending reported significant decrease in impedance with associated rise in thresholds. The lead capped and replaced. Due to the rise in thresholds and the associated increase in programmed outputs for both the ra and rv, thus the device did not last as long as expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 4068-58, lead, implanted: (B)(6) 1999. (B)(4).